Event description:
General report of leakage at injection site of t-connector reported. Staff reported that 5 PICC lines that have been found with blood backed up which led to the line clotting off. They have noted wet spots around the t-piece injection site and the injection site has been noted to be "bubbled" or "domed". No overt leaking has been noted, no blood loss reported as the PICC line lumen (2f) is so small that the line clots off before bleedback/blood loss is able to occur. Leaking (wetness) is noted at the injection site, not at connection to the PICC line. The pts are receiving tpn with lipids piggybacked at the y-site of tubing. The problem required removal of 3 PICC lines with a start of peripheral line or re-start of PICC line at a later time; tubing also changed. 1 pt experienced a drop of blood sugar. Additional pt info was requested, but not available at this time. If additional info becomes available, it will be forwarded to the agency.